Event description:
It was reported that during the implant attempt, there was difficulty in inserting the guidewire into the lead without the stylet first, and the lead buckled at the hub near the pin during insertion of the stylet. Additionally, when the lead was finally placed, the lead exhibited high impedances. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. All conductors were found to be distorted, and blood/body fluid was present (not obstructed). The lead appeared to have been stretched and damaged at implant.